Manufacturer narrative:
(B)(4). Concomitant medical devices: 650-0660 ¿ delta ceramic head ¿ 3030546; 110010245 ¿ g7 osseoti shell ¿ 6725596; 193011 ¿ echo stem ¿ 995030. Customer has indicated that the product will not be returned to zimmer biomet for the investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient presented to physician approximately 1 month post right total hip arthroplasty due to iliopsoas tendonitis and treated with injection and physical therapy. All devices remain implanted at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon review of medical records it was found that the patient was having the same complications before the devices were implanted. The surgeon confirmed that the devices did not cause the complications that have been reported and therefore, this device is considered to be not reportable.

Event description:
Upon review of medical records it was found that the patient was having the same complications before the devices were implanted. The surgeon confirmed that the devices did not cause the complications that have been reported and therefore, this device is considered to be not reportable.